Event description:
It was reported that the right ventricular (rv) lead had high impedances. The patient came into the clinic after hearing their device alarming. The physician reset the impedance alarm and downloaded the lead integrity alert (lia). Approximately two weeks later, lia triggered due to high impedances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, several conductors were distorted. The outer tubing overlay had blood/body fluid, cosmetic environmental stress cracking, and a breached cut. Visual analysis revealed apparent explant damage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the right ventricular (rv) lead had high impedances. The patient came into the clinic after hearing their device alarming. The physician reset the impedance alarm and downloaded the lead integrity alert (lia). Approximately two weeks later, lia triggered due to high impedances. The lead was explanted and replaced. It was further reported that the lead had sensing difficulty and a probable fracture. During the explant procedure some trauma occurred to the lead upon extraction. No patient complications have been reported as a result of this event.